Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of it rebooting by itself was confirmed. Ventec opened the device in order to perform a visual inspection where it was observed that the cough assist valve was stuck in the exhalation position, and when the poppet was pushed, it went off-center. This indicated that the support struts inside of the cough assist valve were broken. Ventec replaced the cough assist valve to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the cause of the reported issue was that the cough assist valve struts were broken.

Event description:
It was reported that the device needed service. Upon evaluation of the device, ventec observed that it was rebooting by itself. There were no reports of patient involvement associated with the reported event.